Event description:
It was reported that prior to use with bd microtainer® contact-activated lancet the protective cap was separated, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was found to be separated.

Manufacturer narrative:
H6. Bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose cap was observed. The customer sample was evaluated by visual examination and the indicated failure mode for loose cap with the incident lot was observed as a crack was found in the tab cap. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing, each having their tab caps removed, and upon completion the indicated failure mode for loose caps was observed as 11 lancets portrayed tab cap removal forces that were too low. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Corrective actions for this issue have already been implemented and were completed on 2023-01-24. The lot number associated with this complaint was manufactured prior to complete implementation of corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with bd microtainer® contact-activated lancet the protective cap was separated, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was found to be separated.

Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, (B)(4).. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.